Event description:
During an "ep" lab procedure, a pt was diagnosed in ventricular tachycardia. The attending physician requested that the nurse administer an asynchronous contershock to the pt. The device allegedly failed to discharge. A backup defibrillator was made available and used. There were no adverse effects to the pt reported as a result of the alleged malfunction.